Event description:
During a remote follow-up, loss of capture was observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable.